Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the root cause was determined to be a dirty objective lens. The root cause could not be definitively determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.

Event description:
It was reported that during set up / inspection for use, the bronchovideoscope, there was a scope communication error b30 and the screen was black. There were no reports of patient involvement.